Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump received with blank display. Unable to verify pump error 4/15 alarm or perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found the j7 power connector unplugged. After reconnecting the j7 connector the pump powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: partially broken reservoir tube lip, missing reservoir tube o-ring, missing reservoir retainer, missing serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, pillowing keypad overlay, missing display window cover, scratched case and minor scratched lcd window. Blank display due to disconnected j7 connector. Pump error 4/15 alarm was unknown. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer received with an insulin pump errors. Performed self test and which did not pass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.